Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, g3, g6, h2, h3, h4, h6 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: debris (foreign material) inside socket air tubing (air/water suction). Based on the results of the investigation, and since the initially reported malfunction was not reproduced, a root cause could not be identified. A cause was also not established for the presence of the foreign material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the light source experienced a no image issue and a communication error (b30 error). There were no reports of patient harm.